Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture received on november 10, 2020 with lot number 3044663. Visual analysis of the returned device identified: crease fold, deformation, red particles, and weight to the spec. No openings observed in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.